Manufacturer narrative:
The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was defective. The assignable root cause was determined to be due to wear from normal use and servicing and excessive wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked and was running rough on the compact air drive device. It was further determined that the main part of the motor was locked and there was general wear of the internal and external components. It was further determined during the pre-repair diagnostics assessment that the device failed for check function of soft mode switch, check triggers forward/reverse function, check for untrue running, check for excessive noise, check for air leak, check the rpm with speedometer, check the rotations per minute (rpm) with test bench, general condition and for check status of development. It was noted on the service order that the motor was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.